Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the adhesive around the light guide lens having a chip and the adhesive around the objective lens having a crack, the most probable cause was traced to component failure. In regard to the foreign material, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects in the air/water tube, cylinder and forceps elevator, the adhesive around the light guide lens had a chip, and the adhesive around the objective lens had a crack. There was no patient involvement.